Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant medical products: 6935m55 implantable tachy lead: implanted: (B)(6) 2012; 419478 implantable pacing lead: implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient is deceased and died approximately five weeks post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death has been requested and not received.